Manufacturer narrative:
Correction: disregard file, after further review it has been decided that this file is not reportable.

Event description:
It was reported from onsite fse work space that the lower and upper post covers on the inner door of the bd 8100 is cracking or warping. All inner door breaks were in the same spot. This looks to be caused from over extending the door when opened, forcing a crack or warp of the inner door which then allows the door to fall off the front of the lvp and hang by the door harness. Device is unusable until repaired. Device was sent to biomed. It was reported that there was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from onsite fse work space that the lower and upper post covers on the inner door of the bd 8100 is cracking or warping. All inner door breaks were in the same spot. This looks to be caused from over extending the door when opened, forcing a crack or warp of the inner door which then allows the door to fall off the front of the lvp and hang by the door harness. Device is unusable until repaired. Device was sent to biomed. It was reported that there was no patient involvement.